Manufacturer narrative:
Product event summary: at analysis it was confirmed that the atrial and ventricular connectors were damaged and that the locking/secure mechanism in the ventricular connector (only) was damaged. The affected parts were replaced and the device then passed all tests with no visual or electrical anomalies. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the plastic sockets for the external pulse generator's atrial and ventricular connectors were split and broken, making the secure connection of the adaptor cable impossible. The generator was returned for service. No patient complications have been reported as a result of this event.